Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend. Her blood glucose level was initially 60 mg/dl and it started to go up but the sensor continued to read low. Customer's blood glucose level was 188 mg/dl but her sensor glucose reading was 274 mg/dl. Her sensor and blood glucose difference was not within an acceptable range. The sensor was bent/curved. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity and bicarbonate buffer tests and the sensor passed per specifications with accurate readings. Also, found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.